Event description:
It was reported that through an electrocardiogram, the pulse generator exhibited auto mode switch episodes due to noise. The noise could be replicated in clinic by pocket manipulation. The patient would be monitored. No patient symptoms were reported.

Manufacturer narrative:
.